Manufacturer narrative:
Additional information. The system controller is reported and investigated under MFR # 2916596-2019-03939. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of clock resets and pump stops, which appear consistent with a loss of power to the epc controller due to both power cables being disconnected during power exchanges. The submitted system controller log file captured two pump stops with associated clock resets to day 0, hour 0, minute 0. The first pump stop occurred in the event captured after day 21, hour 23, minute 15, and the second pump stop occurred in the event captured after day 0, hour 21, minute 44; however, the exact timestamp that the pump stops occurred could not be determined due to the clock being reset. Both pump stop events appeared to occur due a loss of power to the system associated with both system controller power cables being disconnected. During both pump stop events, the black power cable was connected to the power module and the white power cable was connected to a 14 v battery prior to the loss of power. Low speed operation and low flow hazard alarms were active when the controller was initially reconnected to power; the alarms resolved when the controller regained the set speed. Aside from the pump stop events, the pump maintained a speed above the low speed limit throughout the duration of the log file. No other notable alarms were observed in the data. The account communicated that the patient¿s clock was reset. It was noted that the patient had no symptoms. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook warn that disconnecting both system controller power leads at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device was 4 months. No further information was provided. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2019. It was reported that log file analysis showed two instances of the system controller's clock resetting. This appeared to be due, in both cases, to disconnecting both power cables which resulted in losing all power to the system controller and stopping the pump. It was noted that in both cases one power lead was connected to battery power and the other was connected to the power module, which indicated that these events likely occurred while the patient was switching power sources. No further information was provided.